Manufacturer narrative:
Additional information was added to h4, h6 and h10. Correction to g3: date received by MFR. G3: date received by MFR - replace initial date of 09/22/2021 with 09/18/2021. H4: device manufacture date: march 27, 2020 - march 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) underinfused. The issue was identified during patient infusion. It was further reported that the scheduled infusion time was forty-eight hours, however the infusion went more than thirty hours beyond the expected infusion time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.